Event description:
A customer reported he attempted to use his blood glucose meter at 2:00 am in the morning, but the test did not start after applying the blood sample to the test strip. At 6:00 am, the customer reportedly experienced seizure and loss of consciousness. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer reported he self-treated by drinking fruit juice and eating food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.